Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt reported the pain stimulator and lead were removed due to infection. Per patient, their body rejected the device and end up with infection. No additional information provided.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39286-65 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the ins was removed in (B)(6) 2010. The implant infection was noticed about two weeks after it was in. All the patient remembered was having a pick line to their heart that they had to put medicine in.

Manufacturer narrative:
Continuation of d10: product ID 39286-65 lot# serial# (B)(6) implanted: (B)(6) 2012,explanted: product type lead.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.